Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("continued vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("heavy and prolonged bleeding during menstruation menses /abnormal bleeding (menorrhagia)") and uterine infection ("chronic uterine infections") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches /migraines / headaches (event splitted for coding)"), headache ("migraine headaches /migraines / headaches (event splitted for coding)"), rash ("rashes /rashes or skin conditions type: rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue /fatigue"), weight fluctuation ("weight fluctuation /weight gain / loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/lower abdominal cramping"), skin irritation ("skin irritation"), pruritus ("itching"), arthralgia ("hip pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with citalopram, antibiotics, surgery ((B)(6) 2011, underwent partial hysterectomy with uterus removal), surgery (cervical loop electrosurgical excision), surgery (cervical loop electrosurgical excision) and surgery (on (B)(6) 2011 partial hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, migraine, headache, skin irritation, rash, pruritus, alopecia, vaginal infection, vaginal discharge, fatigue, weight fluctuation and arthralgia had not resolved and the uterine infection, depression, anxiety, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin irritation, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion fallopian tubes. Approximate weight at the time of essure placement: (B)(6). She took lucerene as treatment drug for rashes. Patient took, over the counter medication as treatment for pain, migraine an headache. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal haemorrhage, pelvic pain, menorrhagia, dyspareunia, migraine, headache, rash, alopecia, vaginal infection, vaginal discharge, fatigue, weight gain / loss, depression, anxiety, dysmenorrhoea, abdominal pain, back pain and uterine infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient¿s detail, concomitant drug, treatment drugs and unstructured relevant tests were added. Migraines / headaches, psychological or psychiatric problems condition: depression/ anxiety, dysmenorrhea (cramping), abdomen pain, back pain and chronic uterine infections were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("continued vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("heavy and prolonged bleeding during menstruation menses /abnormal bleeding (menorrhagia)") and uterine infection ("chronic uterine infections") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve) from 1-feb-2017 to 30-jan-2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), the first episode of migraine ("migraine headaches /migraines / headaches (event splitted for coding)"), the second episode of migraine ("migraine headaches /migraines / headaches (event splitted for coding)"), rash ("rashes /rashes or skin conditions type: rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue /fatigue"), weight fluctuation ("weight fluctuation /weight gain / loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/lower abdominal cramping"), skin irritation ("skin irritation"), pruritus ("itching"), arthralgia ("hip pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with citalopram, antibiotics, surgery (B)(6) 2011, underwent partial hysterectomy with uterus removal, surgery (cervical loop electrosurgical excision), surgery (cervical loop electrosurgical excision) and surgery (on 01sep2011 partial hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, the last episode of migraine, skin irritation, rash, pruritus, alopecia, vaginal infection, vaginal discharge, fatigue, weight fluctuation and arthralgia had not resolved and the uterine infection, depression, anxiety, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, pruritus, rash, skin irritation, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of migraine and the second episode of migraine to be related to essure (ess205). The reporter commented: have you had your essure (or any part of the device) removed? No. According to ther medical records, during visit on (B)(6) 2017, her pelvic pain likely from adhesions: she has essure in place wants removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion fallopian tubes approximate weight at the time of essure placement: 130.00 lbs she took lucerene as treatment drug for rashes. Patient took, over the counter medication as treatment for pain, migraine an headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain lower. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received - events confirmed by patient's medical records was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), vaginal haemorrhage ("continued vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("heavy and prolonged bleeding during menstruation menses /abnormal bleeding (menorrhagia)") and uterine infection ("chronic uterine infections") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included naproxen sodium (aleve) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), headache ("migraine headaches /migraines / headaches (event splitted for coding)"), migraine ("migraine headaches /migraines / headaches (event splitted for coding)"), rash ("rashes /rashes or skin conditions type: rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue /fatigue"), weight fluctuation ("weight fluctuation /weight gain / loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain / loss (specify which one) gained"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: depression/anxiety (event splitted for coding)"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain/lower abdominal cramping"), skin irritation ("skin irritation"), pruritus ("itching"), arthralgia ("hip pain"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with citalopram, antibiotics, surgery ((B)(6) 2011, underwent partial hysterectomy with uterus removal), surgery (cervical loop electrosurgical excision) and surgery (on (B)(6) 2011 partial hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, dyspareunia, headache, migraine, skin irritation, rash, pruritus, alopecia, vaginal infection, vaginal discharge, fatigue, weight fluctuation, arthralgia and weight increased had not resolved and the uterine infection, depression, anxiety, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin irritation, uterine infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: have you had your essure (or any part of the device) removed? No. According to ther medical records, during visit on (B)(6) 2017, her pelvic pain likely from adhesions: she has essure in place wants removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion fallopian tubes. Approximate weight at the time of essure placement: 130.00 lbs. She took lucerene as treatment drug for rashes. Patient took, over the counter medication as treatment for pain, migraine an headache. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and abdominal pain lower. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received. Event weight increasd was added. Reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report